Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter had a cracked display. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at around 8:00am. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she took her usual dose of medication (including sliding scale) on (B)(6) 2015 at around 8:00am in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaky and light-headed" between 4-5 hours after the alleged product issue began. The patient stated that she self-treated with food/drink on (B)(6) 2015 at around 1:00pm. The patient denied testing with another device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of product misuse. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿shaky¿ after the alleged product issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.